Manufacturer narrative:
Correction: manufacturing location. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had staining/cleaning issues. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of staining on the devices was confirmed during external inspection. Light brown stains of an unknown solution were observed on top of the rear case during inspection in both devices. Test results show the devices passing all preventive maintenance tests as required. The bd alaris cleaning and disinfecting procedures contains detailed instructions on how to clean all devices from the alaris system. The bd alaris system cleaning products list mentions the approved cleaning products that should be used to clean the alaris system devices. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of staining issue was not determined. A probable cause can be attributed to a lack of proper cleaning. Note that this report lists imdrf annex a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had staining/cleaning issues. There was no patient involvement.